Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge/discharge profile faults) was confirmed. Upon investigation, the monitor failed incoming functionality testing. The cause for the test failure and the service code was a poor connection at the j1000 jumper pins 15 and 16. The root cause for the poor connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor sn (B)(4) and reported that the monitor was causing a service code 102 and charge/discharge profile faults.